Event description:
It was reported that a device contamination occurred. A 1.50mm rotalink plus was selected for use. During preparation, the physician noticed that the there were fibers in the burr. He was unable to use the legacy burr so he replaced it with a new 1.50mm burr. The procedure was completed with another of the same device. No patient complications reported.